Manufacturer narrative:
The report of a centrimag failure could not be confirmed nor reproduced during testing of the returned centrimag motor . The returned motor was evaluated and tested by tech service under work order # (B)(4). The reported complaint was not verified or reproduced during their evaluation. The motor was tested along with its related centrimag 2nd gen primary console (serial number (B)(4), evaluated under MFR # (B)(4). The system was operated for an extended period of time but no alarms, speed or flow fluctuations, or any abnormal noises were noted during the investigation. The motor's cable was inspected and no issues were observed. Full functional checkout was performed per the centrimag motor service process and the unit passed all tests. The returned motor was found to function as intended. As a result, the reported event could not be confirmed during the investigation. The tested motor was returned to the customer site. Reports of similar events will continue to be tracked and monitored. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The manufacturer is closing the file on the event.

Manufacturer narrative:
Patient information not provided. Approximate age of device - 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was a centrimag failure that happened on (B)(6) 2019. These items were purchased on (B)(6) 2018 and failed upon the first use. Additional information was received on (B)(6) 2019 stated that the event was an out of box failure. The patient was immediately switched to the backup console and motor in the patient room without issue. It was stated that the patient did not suffer any injury as a result of the out of box failure.

Manufacturer narrative:
Section h9: the device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.